Event description:
It was reported when using the bd pyxis medstation system the multiple cubies and drawers were failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that multiple cubies and drawers were failed. The field service engineer reseated the cables, row board and retractor band in auxiliary drawer 3.2 to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.